Event description:
It was reported that the valve would not flush and was not patent when attached to catheters.

Manufacturer narrative:
(B)(4). The device has not been returned to the MFR. Therefore an eval of the device performance was not possible. A review of the mfg records showed no anomalies. No impact to pt was reported. All of our valves are 100% tested at time of manufacture.